Event description:
Contact reported that a pt never got relief from her pain after the implant of a charite artifical disc. A revision procedure was performed to remove the device. It was reported that the charite disc was unstable due to the concavity of the pt's vertebral endplate. As a result the teeth of the charite endplate could not get a firm seating on the pt's endplate.